Event description:
It was reported that patient underwent total knee arthroplasty on (B)(6), 2011 and that a revision procedure was performed on (B)(6), 2012 to replace the tibial bearing due to infection and increased crp parameters. A subsequent revision occurred five days later on (B)(6), 2012 to remove and replace all components with a spacer due to ongoing infection. The surgeon noted the bearing showed signs of abrasion and scratches.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. There are warnings in the package insert that state that this type of event can occur: "early or late postoperative infection and allergic reaction." Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. This report is number 5 of 5 mdrs filed for the same patient (reference 1825034-2012-00288).

Manufacturer narrative:
Evaluation of the returned component found evidence of wear due to a third body. No connection to the infection could be found.